Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and returned device analysis, the cause for the reported device deformity could not be conclusively determined. The reported off-label use was related to user used an amplatzer multi-fenestrated septal occluder - cribriform for a patent foramen ovale (pfo) defect. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, artmt600034247 revision b, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform (8745794) was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system (8580316). During implant the discs of the device took on a concave shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a 25-18mm amplatzer talisman pfo occluder (8569561). During implant it was determined that the device was a mis-sizing. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform (9139104) using a new 9f amplatzer trevisio intravascular delivery system (8369708). During implant the discs of the device also took on a concave shape. The device was removed from the patient and replaced with a new 30-25 mm amplatzer talisman pfo occluder (8563758). During implant it was determined the device was mis-sized. The device was removed from the patient. There were no adverse effects to the patient.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform (8745794) was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant the discs of the device took on a concave shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a 25-18mm amplatzer talisman pfo occluder (8569561). During implant it was determined that the device was a mis-sizing. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform (9139104) using a new 9f amplatzer trevisio intravascular delivery system. During implant the discs of the device also took on a concave shape. The device was removed from the patient and replaced with a new 30-25 mm amplatzer talisman pfo occluder (8563758). During implant it was determined the device was mis-sized. The device was removed from the patient. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.